Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/29/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: the keypad was found to be intact with no peeling observed. The button symbols were worn, which has no effect on insulin delivery function. All of the keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).